Event description:
Info received indicates the brakes will not hold.

Manufacturer narrative:
The technician found the brake linkage was broken. He replaced the linkage with a brake upgrade kit to repair the stretcher.